Event description:
Tpn was infusing to a pt via an umbilical line in the nicu. Around 2:45pm, the alaris pump module alarmed for "occlusion". Upon troubleshooting, it was noted that there was a leak in the section of the pumping segment. Fluid was seen squirting from the top part of the silicone segment. There was no pt harm or medical intervention required. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated yet. A f/u report will be submitted with the results of the investigation once it has been completed.